Event description:
Per the preliminary investigation, the issue was due to contamination causing sticking of the fav valve pin. The issue was resolved with a thorough cleaning by the customer. Therefore, the pump was not returned for evaluation. A cleaning letter was sent to customers on the proper cleaning process for cleaning the cassette loading area of the pump.

Event description:
The following has been reported: biomed reported cartridge misloaded error, pump makes a weird noise when the cartridge is loaded. No patient harm an initial review of the device logs reveals the following: mechanical hardware failure (av sticky valve) on (B)(6) 2024 issue resolved after cleaning the av pins. An active infusion was delayed (per the logs); no adverse event was communicated. Reporting due to the referenced issue. Further information is needed to complete the investigation.